Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation procedure, the leading haptic of the lens was angled upwards. Doctor tried to straighten it in anterior chamber but had to explant the lens as it was touching the endothelium. There was possible endothelial cell loss. The lens was removed during initial procedure and completed with another lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge. The handpiece information was not provided. It is unknown if a qualified handpiece was used. A non-qualified viscoelastic was indicated. The product was not returned for an evaluation. The root cause for the reported "leading haptic angled upward" may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The reporter is the ophthalmic assistant for the surgeon. Information was provided that the surgeon does not have the equipment to measure endothelial cell loss, so the reported possible endothelial cell loss cannot be confirmed. The patient did not have severe edema or adverse reaction with their post-op visit. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).